Manufacturer narrative:
The complaint of leakage on the 142560488 could not be confirmed. No product samples, videos, photos were returned for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
Additional information: method, results and conclusion codes. The complaint of leakage was confirmed for the primary plum set. The returned sample was tested per product specification. There was a leak observed from the outlet filter from the new sample. The probable cause of the observed leak was due to a pinhole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is unknown. A batch record review was performed to the reported lo; no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
A batch record review was performed to lot# 897455h, list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
It was reported that the device experienced an etoposide leak. It was reported that the patient thought her tubing looked wet and touched the tubing. The nurse reportedly washed and rinsed her hands several times. There was no harm to the patient reported. No additional information is available.